Event description:
It is reported that the customer believes that the implant collar is fractured. Because the patient is asymptomatic and no evidence of bone loss, they will monitor the patient every 6 months and not remove the implant at this point.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s first name is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: e4: initial reporter also sent the report to FDA? H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The product was not returned and the reported event was confirmed after evaluation of the provided x-ray. Based on the evaluation, the device malfunction was confirmed. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be performed as the lot number associated with the reported product. Complaint history review by item was performed for the reported product for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.